Event description:
The customer reported that the table locked up and a reboot fixed the problem.

Manufacturer narrative:
This MDR is related to ge healthcare complaint number. The ge service rep could not reproduce the problem. He replaced the tower boot disk with customers backup copy and verified table motion calibration files. He also verified the system boot with no problems. The system operates as intended.